Event description:
On march 27, the account reported out an axsym bhcg value of 364 miu/ml. The pt went for an abortion. The pt had a physical exam which showed no signs of pregnancy. An additional pregnancy test was performed with negative results.